Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the device was returned without its introducer sheath. Therefore, the reported complaint could not be confirmed. Further evaluation of the returned ruby coil revealed kinks in the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using ruby coils, pod packing coils (pod pcs), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was mildly stenosed. During the procedure, the physician successfully implanted a pod pc into the target location. While attempting to advance a ruby coil, the physician encountered resistance and reported that the coil was unable to advance past its initial position within its introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using three pod pcs and eight non-penumbra coils with the same microcatheter. There was no report of an adverse effect to the patient.